Event description:
Additional information received identified the procedure was a endoscopic retrograde cholangiopancreatography for investigation of stones in the bile duct and removal of stents. The distal cover was dislodged in the mouth or throat and removed manually or via the endoscope using grasping forceps.

Manufacturer narrative:
This supplemental report is being submitted for a correction to the b5 event details.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined; however the most likely cause is the distal end cover was not properly attached and dropped off due to the load during the procedure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic ercp procedure, the distal cover dislodged. The distal cover was removed as a foreign body from the patient's airway. The patient's condition is reported as stable. Further follow-up had been conducted and is currently pending for additional information. This report is 2 of 2.